Manufacturer narrative:
H4: the lot was manufactured september 28 and september 29, 2023. H11: the actual device was received for evaluation. Visual inspection on the unit via the naked eye noted a black particle embedded within the material of the fill port. The embedded particle was not in the fluid path. The particle was measured and found to not meet the acceptance criteria for embedded pm. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor had black dot on the "injection port". This occurred prior to patient use. There was no patient involvement. No additional information is available.